Manufacturer narrative:
The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a patient underwent removal of variable angle-locking compression plate medial distal plate 14 hole right due to non-union and broken screws. During the procedure a wing nut broke off from the distractor¿s holding sleeve while tightening onto the schanz screw. The surgeon proceeded with revision surgery by placing an unknown ex tibia nail. At end of procedure, the distractor¿s damaged sleeve was removed by hand twisting end piece with double joint. Fragments were removed easily. Procedure was completed successfully and no surgical delay. Patient outcome was as planned. This report addresses the devices involved in the intraoperative events only. The post-operative event of nonunion and broken screws is captured and reported under related complaint (B)(4). Concomitant devices: 5.0mm schanz screw (part # 294.56, lot # unknown, quantity # 1), femoral distractor (part/lot number unknown, quantity unknown). This report is for one (1) holding sleeve 105mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 3742 , lot: 2442657 , manufacturing site: bettlach , release to warehouse date: 12. Jan. 2009 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The provided lot number 2442657 belongs to article 3742, which is a sub component of 394.460. Therefore, DHR review will be conducted with the following article and lot combination: part: 3742; lot: 2442657; manufacturing site: bettlach; release to warehouse date: january 12, 2009. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Flow: broken visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed that the wing nut is broken off from the holding sleeve, which agrees with the reported complaint condition. The schanz screw is stuck within the holding sleeve. Document/specification review: product design drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: a relevant dimensional inspection could not be performed at cq since the wing nut is broken and was not returned. Also, the features of interest are not accessible as the two devices were returned stuck together. Conclusion: while no definitive root cause could be determined for the broken condition; it is possible that the device encountered unintended forces. Also, a definitive root cause for the devices becoming stuck together could not be determined based on the provided information. The most likely cause is over tightening leading to a cross threading situation. This complaint is confirmed, however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Event : the schanz screw is no longer considered concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.